Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a stent struts along the proximal portion of the crimped stent were damaged and bunched distally from the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left main (lm) artery. A 2.25x28mm promus element ¿ stent was advanced to treat the lesion but device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.